Manufacturer narrative:
Initial trend analysis for lot 59731b was conducted, no malfunctions were found. This is the only complaint for lot 59731b. Cause of complaint was traced to unintended use of device.

Event description:
A representative from a medical spa reports that the insulin syringes item number 831565 lot 59731b are dull and bending when puncturing the rubber gasket on the botox vials.